Event description:
It was reported using an 8fr sheath, a .018 and a .014 guide wires the stent was difficult to deploy, the stent would jump. When trying to pull the deployed stent back into position the stent was found to be damaged/deformed. The stent was left where it was deployed, partially in an unintended site.